Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during a percutaneous transluminal angioplasty (pta), the physician had difficulty withdrawing the 110 cm. Opta pro 7 x 8 balloon catheter through the unknown catheter sheath introducer (csi). The physician removed both the sheath and the balloon catheter together. There was no reported patient injury. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that during a percutaneous transluminal angioplasty (pta), the physician had difficulty withdrawing the 110 cm. Opta pro 7 x 8 balloon catheter through the unknown catheter sheath introducer (csi). The physician removed both the sheath and the balloon catheter together. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was returned for inspection. A non sterile opta pro 7x8 110 cm was received coiled and inside a bag. The unit was inserted in a non-cordis sheath introducer with a metallic body shaft. Balloon was previously inflated. Dried blood residues were noted along the catheter and at the distal section of the metallic sheath introducer. The leakage functional test for the balloon per (B)(4) was performed and balloon was inflated and deflated without any anomalies. The proximal seal could not be measured since the unit is stocked in the non-cordis sheath introducer. The device was submitted to ultrasonic and hot water but the attempts to retrieve the device form the sheath introducer were not successful. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported pta withdrawal difficulty was confirmed, the exact cause of the failure reported could not be conclusively determined. However; procedural factors could have contribute to the reported failure. Controls are placed in the production lines to inspect proximal seal with a go/no go gage, refer to (B)(4). Neither the product analysis nor the manufacturing records review suggests that the failures experienced by the costumer could be related to the manufacturing process. There is not enough information to draw a clinical conclusion between the device and the event. However, it appears that the difficulty experienced by the customer may have been caused by device interaction.